Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found eschar and debris buildup in the device's knife track. The reported condition was confirmed. The investigation found the knife blade would get stuck on the eschar buildup when the knife blade was advanced forward. The stuck knife blade made the device to become difficult to open. The knife trigger was pressed firmly to release the knife blade from the knife track buildup. The jaw was able to open and close properly once the knife blade was freed from the buildup. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device's jaw became difficult to open upon sealing, its trigger got hooked. The device locked on tissue but were able to remove it. There was no tissue damage. Another device was used to complete the procedure. There was no patient injury.